Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence and distal atrophy with this artificial urinary sphincter (aus). It was detailed that the device cycled but the cuff did not close completely. The physician believes the component was too large for the patient; therefore, the cuff was removed and replaced with a smaller one. There were no further patient complications.